Event description:
It was reported that during a carotid artery stenting treatment procedure a transient ischemic attack (tia) occurred. The physician was treating the left carotid artery with a 10x24, 5.9f, 135cm carotid wallstent. Vascular access was right femoral. The lesion was pre-dilated with a 2.5x25mm maverick balloon catheter. Using another manufacturer's embolic protection device (epd), the physician deployed the carotid wallstent successfully without complications. After the stent was deployed, the physician began the process to remove the epd. A 5f retrieval catheter was used to trackover the epd for removal. As the physician was removing the retrieval catheter and epd together, the epd syringe caused a suction which created an air embolus. This air embolus caused a brief tia lasting approximately 15 minutes. During the tia the pt could move his toes, squeeze his fingers, and answer yes and no questions. The pt could not answer questions like "where are you". The tia resolved on it's own within 15 mins and the pt was doing fine. The physician recanulated the stented area to look for the presence of a clot, no clot was present. The stent was post-dilated with a 5.0x30mm sterling balloon catheter. The pt was doing great post-procedure and was talking and joking with the staff. The physician believes suction that is constantly applied during removal of the epd caused a vacuum in the sheath valve which pulled in air and caused the embolus.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review. A supplemental medwatch will be filed.